Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose levels and not feeling well. The customer's blood glucose reading was over 500 mg/dl, and no hospitalization resulted. The customer complained of nausea, vomiting, and feeling bad all over. Customer was advised to change the entire infusion set again. The customer's most recent blood glucose reading was 222 mg/dl, and the customer no longer had high blood glucose. Customer inquired why the insulin pump went back to the rewind move when the fill tubing process had already been completed. Customer was advised that the reservoir may have been rewound in place and to change the entire set to start over. Customer repeated this step until the fill cannula step was properly complete. Customer was advised to follow up with a doctor regarding the fixed prime setting. The customer was advised that the supplies would be replaced and to monitor the device as well as blood glucose.